Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment and an inappropriate treatment. The device was started up at 12:07:07 on (B)(6) 2024. At 12:47:07, an arrhythmia was detected. ECG shows vt @ 170 bpm. At 12:50:46, the patient received the appropriate treatment. Rhythm at the time of treatment was vt @ 230 bpm. Post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 12:52:04, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with intermittent cardiac activity and CPR/motion artifact. Post shock rhythm was sinus bradycardia @ 20 bpm with hb and CPR/motion artifact. The device was shut down at 12:52:32 on (B)(6) 2024.